Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the display screen was blank. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 09/24/2016 with the following findings: during testing, the pump was powered on and the display screen appeared to be blank; the complaint was duplicated. The pump case was removed, and evidence of damage due to moisture ingress was found on the printed circuit board.